Event description:
Complainant alleged that while attempting to monitor a (B)(6), female patient, the device displayed a "check pads" message while using CPR stat padz, lot #4113. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was not replicated or confirmed. Extensive testing was not able to duplicate the customer's reported malfunction. The activity logs on the device were erased after the reported event. No electrodes were returned related to the incident. The ECG board was replaced as precaution. The device was recertified and returned to the customer analysis for reports of this type has not identified an increase in trend.